Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00471 and 1627487-2012-00472. It was reported the pt's (B)(6) ipg was relocated from the gluteal area to the abdominal area due to alleged discomfort. Two new extensions were added to facilitate the relocation. After the procedure, the pt reportedly no longer felt stimulation. The pt's extensions were explanted and replaced. Effective stimulation was recaptured for the pt following replacement of the extensions.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.